Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a consumer regarding a patient with an implantable neurostimulator (ins) for n on-malignant pain. It was reported that the patient had poor/no telemetry with recharging and poor communication. It was reported that the patient¿s pain reliever was not working. The patient couldn¿t charge the device inside of them. They stated it was not synching. It was indicated that they last successfully recharged their device 2.5 to 3 weeks ago. Patient services had the patient turn the antenna dial through all four positions but this did not resolve the issue. The patient was not able to communicate with another device on the initial call as they stated the screen was blank and the programmer batteries were dead as they needed to go to the store and get new batteries. The patient later called back with their programmer, but confirmed they still were not able to connect to the ins. The patient was redirected to follow-up with their healthcare provider (hcp) to see if their device was overdischarged. The patient stated that they woke up today (B)(6) 2018 at 2am with pain. The recharger showed poor communication on (B)(6) 2018 as well. No further complications were reported/anticipated.